Event description:
It was reported that the lead was capped approx. 135 months after the implantation due to oversensing with inappropriate therapies. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 2nd of october 2022 and 29th of may 2023 recorded a slightly fluctuating pacing impedance of 620 ohms with a rise to 850 ohms at the end of recording period. Furthermore, a fluctuating shocking impedance between initially 50 ohms to 60 ohms was recorded with a decreasing tendency to 40 ohms until the end of recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.